Event description:
About 10 to 20 samples with discrepant results. The following examples were provided: initial glucose 548 mg/dl, repeat 248 mg/dl. Initial calcium 0 mg/dl, repeat 7.0 mg/dl. Initial creatinine 6.0 mg/dl, repeat 3.0 mg/dl. Initial creatinine 6.45 mg/dl, repeat done on different instrument, same method gave result of 3.13 mg/dl. Initial creatine 2.41 mg/dl, repeat done on different instrument, same method gave result of 1.11 mg/dl. Initial creatine 5.66 mg/dl, repeat done on different instrument, same method gave result of 2.55 mg/dl. The initial calcium result was not reported. The initital results were reported for the other tests. Pts not adversely affected. The field svc rep determined there was a faulty valve. The instrument was repaired. The user reports no further occurrences.